Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: evaluation of the submitted log file data confirmed pump stops and low flow alarms that appear consistent with a potential driveline issue. Review of the submitted log file data showed pump stops were captured on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, corresponding to alarms for low speed and low flow hazard and occurred while the system was connected to the 14v batteries. The driveline was disconnected at 7:32am on (B)(6) 2019 and the patient's primary system controller was reportedly exchanged. Log file data from the backup controller showed the driveline being connected at 7:33am while on 14v batteries with continued low speed events and pump stops. The account reportedly disconnected the pump following an echocardiogram showing adequate native lv function. The external portion of the driveline was excised on 19aug2019. On 21aug2019 the account reported that no damage was observed to the excised portion of the driveline and that it would not be returned. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department on (B)(6) 2019 with pump stops and low flow alarms. This occurred while the patient was on their primary controller. It was reported that the patient presented to the emergency department again on (B)(6) 2019 with a pump stop and low flow alarms. This occurred while the patient was on their secondary controller. The controller was then disconnected from the patient. It was noted that the pump was currently off. Log file #1 captured pump stops on (B)(6) 2019. All pump stops occurred while on battery power. It was noted that this type of behavior has been linked to potential issues with the percutaneous lead. It was recommended to immobilize the percutaneous lead to prevent any further interruption in support. X-rays were requested. Log file #2 observed 7 lines of data covering a 20 second time frame. Log file analysis found that the pump was stopped at times or was running below the low speed limit. It was noted that the highest speed achieved was 8510 rpm. The patient was on battery power during this 20 second log file. It was noted that this issue may be due to a phase to phase short in the percutaneous lead. It was reported that the patient was disconnected with the device as it was not functioning properly. An echocardiogram was performed and the patient had some return of left ventricle function. It was noted that the patient will remain off lvad support. A driveline excision/revision was performed on (B)(6) 2019. No notable damage to the driveline upon excision and that the excised driveline will not be returned. No additional information was provided.